Manufacturer narrative:
(B)(4).

Event description:
It was reported that: there were 2 incidents, 1 with lot 71f24g0663 and 1 with lot 71f24e0482. The guidewire bent and the catheter also bent. They were z-shaped, resulting in both being trapped inside the patient and difficult to remove. The patient is fine. The consequence was a consequent inguinal hematoma. No other intervention aside close monitoring. Issue resolved by change of device and change of insertion site. During the incident, the swg was removed at the same time as the needle." Associated MDR numbers include: 3006425876-2026-00149 .

Manufacturer narrative:
Qn# (B)(4). The customer returned one guidewire and one catheter for analysis. The guidewire was returned advanced through the catheter. Signs of use, in the form of biological material, were observed on and the guidewire and inside the catheter. Visual examination identified one kink on the guidewire body adjacent to the catheter tip , near the distal end of the guidewire and multiple kinks toward the proximal end. The guidewire was removed from the catheter to further analyze the components. Microscopic examination confirmed the damage. Both welds appeared full and spherical. No additional defects or anomalies were observed on the catheter. The locations of the kinks on the guidewire were measured at 19 mm, 28.4mm, 29.7mm, 31.2mm and 32.5mm from the distal end. The guidewire length measured 337 mm, which is within the specification limits of 331mm-340mm per guidewire product drawing. The guidewire outer diameter measured 0.61 mm, which is within the specification limits of 0.61mm-0.64mm per guidewire product drawing. The catheter body length measured 124mm, which is within the specification limits of 122mm - 126mm per the catheter product drawing. The catheter body outer diameter measured 1.25mm, which is within the specification limits of 1.24mm -1.30 mm per catheter extrusion drawing. The components were functionally tested per the instructions for use (IFU) provided with this kit, which states "thread tip of catheter over guidewire." The guidewire was removed from the catheter with minor difficulty. Congealed biological material was observed on the guidewire surface. After removal of the biological material, the guidewire was reinserted into the catheter. Resistance was encountered at the locations of the kinks; however, the undamaged portions of the guidewire were able to advance through the catheter with little to no resistance. Biological material were observed on the guidewire and within the catheter. The observed biological material likely caused or contributed to the resistance experienced by the customer. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "use care when removing guidewire. If resistance is encountered, remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire". The IFU also states, "do not use excessive force in removing catheter. If resistance is met on removal, stop and follow institutional policies and procedures for difficult to remove catheters". The report of a kinked guidewire associated with catheter resistance was confirmed through investigation of the returned sample. Visual examination revealed one kink on the guidewire body adjacent to the catheter tip near the distal end of the guidewire, as well as multiple kinks toward the proximal end. After removal from the catheter , congealed biological material was observed on the guidewire surface. The biological material was removed, and the undamaged portions of the guidewire were able to pass through the catheter with little to no difficulty; however, resistance was encountered at the locations of the kinks. Despite the damage, the catheter and the guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: there were 2 incidents, 1 with lot 71f24g0663 and 1 with lot 71f24e0482. The guidewire bent and the catheter also bent. They were z-shaped, resulting in both being trapped inside the patient and difficult to remove. The patient is fine. The consequence was a consequent inguinal hematoma. No other intervention aside close monitoring. Issue resolved by change of device and change of insertion site. During the incident, the swg was removed at the same time as the needle." Associated MDR numbers include: 3006425876-2026-00149 and 3006425876-2026-00150